Event description:
Adverse event(s): "red eyes" (red eye(s)), "goo or pus seeping from eyes" (discharge), "dry eye" (dry eye), "irregular corneal surface" (no code available), "abnormal corneal cells" (no code available). Product problem(s): "none reported" (no information). A customer reported an infection on four separate occasions following the use of this product. She state she experienced red eyes and "goo or pus" seeping from eyes following the use of this product. The consumer reported after the first infection cleared up she used a new pair of contacts with the same solution and within hours the infection had returned. She stated following the second infection she used the product one more time and the infection reoccurred. The consumer reported she went to her optometrist who treated her with an ophthalmic anti-bacterial eye drop. On (B) (6) 2010, the consumer stated she will not be providing any additional information since she believes another product she was using caused the event. An optometrist reported the consumer did not have an infection. She stated the consumer has dry eye that has been exacerbated by this product or another product the customer was using. The optometrist stated the consumer also has an irregular corneal surface and abnormal corneal cells following the use of this product and another product.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from the consumer via phone on 03/29/2010 and 04/09/2010, via e-mail on 04/09/2010, and via mail on 03/29/2010. Additional information was requested from the optometrist via phone on 04/14/2010, via fax on 04/15/2010, and via e-mail on 04/15/2010. Additional information has been requested from the optometrist. (B) (4). (B) (4). (B) (4).